Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record was not performed because the lot number was not reported and the product was not returned for analysis. The reported patient effects of thrombosis, cardiac arrest and death are listed in the xience sierra everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2018 the patient underwent coronary stenting with the 3.0x18 xience sierra stent in the diagonal artery. On (B)(6) 2019 the patient had ischemic heart disease and underwent an angiogram which found the xience stent was patent. A non-abbott stent in the circumflex artery was also patent at that time. The patient had been taking an anticoagulant called sintron, but this medication was changed in (B)(6) 2019 due to inr levels. The medication was changed to naco. On (B)(6) 2019 the patient was at the hospital with bradycardia and coronary angiogram found thrombus in the xience stent and the non-abbott stent. The patient went into asystole and intervention on the thrombus was unable to be performed. Resuscitation attempts were performed, but not successful. The patient expired on (B)(6) 2019. In the opinion of the physician, the patient death was related to the change in the anti-platelet medication. No additional information was provided.